Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving inappropriate shocks. Upon investigation, episodes of low pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected, but could not be confirmed, to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.